Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that customer experienced high blood glucose. The customer¿s blood glucose level was 459 mg/dl. The customer treated high blood glucose with correction dose using the insulin pump. Customer reported that they received change sensor and sensor updating. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.